Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 46 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. No evaluation possible - implant in situ.

Event description:
Implant fracture.